Event description:
It was reported that patient complained of skin stimulation from ICD in the past. Atrial noise was noted in clinic and inappropriate mode switch due to far-r wave oversensing was also observed. During lead replacement procedure, loose screw on ICD header was detected. Therefore ICD was replaced as well.

Manufacturer narrative:
No medwatch form was received.